Event description:
Olympus medical systems corporation (omsc) was informed from the user that at the end of an unspecified diagnostic procedure, when the endoscope was being removed from the patient, the (B)(4) (distal cover) fell off of the endoscope (subject device) and then fell into the patient¿s mouth. The user removed the distal cover from the patient, and the procedure was completed. There was no adhesion of the patient's tissue to the distal cover. The user had reportedly inspected the device before use and found no abnormality. There was no report of patient injury or harm associated with the event. This report is related to complaint number (B)(4), for the (B)(4), which was reported under medwatch number 8010047-2021-09856.

Manufacturer narrative:
The subject device (tjf-q290v) was not returned to olympus for evaluation; however, the distal cover (B)(4) was received by omsc for evaluation on (B)(6) 2021. Based on the evaluation of the returned distal cover, it was verified that the back edge side of the distal cover was cracked and easily detached from the scope. There was no damage observed on the tip side of the distal cover. The lot number of the distal cover was unknown. Based on the results of the legal manufacturer's investigation, at first, it was suspected that anti-fog agents were used because the back edge side of the distal cover was cracked. But the user facility had not used anti-fog agents, as reported by the user. As a result, omsc surmised there was the possibility the phenomenon was attributed to a load that crushes the distal cover during storage was applied and the damage occurred, and the durability of the damaged part was reduced. Also, it may have been damaged even by the load when the distal cover was attached to the endoscope, and by using it as it was without noticing the damage, it might have become insufficiently fixed to the endoscope, and there was a possibility that it might have come off due to friction with the patient body cavity at the time of removal. A definitive root cause could not be determined. The device history record was not able to be reviewed for the subject device (tjf-q290v) since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.